Event description:
Physician was attempting to remove a stuck chest tube. The physician manipulated the tube and the distal end broke off and became lodged in the left pleural space. The pt was taken to surgery and the tubing was removed without complications. The pt was transferred out of the unit the next day.